Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: during testing, the pump powered on to a blank display with audio tones and vibrations functional. The pump case was removed and no damage was found to the display screen. A test display screen was inserted into the pump and was found to function properly; therefore, a failed display flex was confirmed. The original complaint could not be properly investigated. Unrelated to the original complaint, the returned battery cap coin slot was found to be damaged/worn, making it difficult to attach to the pump. A test battery cap was used for testing.